Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, temperature alarms. Reportedly, the temperature was "normal" at the time of the alarm. The customer's blood glucose level was 217 mg/dl.